Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, the left femoral sheath was removed, but the access site was unable to be closed with a perclose device. A direct dissection was performed to control bleeding. The arteriotomy was repaired and the incision was closed successfully. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)